Event description:
A (B)(6) female patient contacted zoll customer support to report that the response buttons will not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button cable was damaged. The cause for the inability to activate the device is the damaged response button cable. The root cause for the damaged rear response button cable cannot be positively identified. No adverse event resulted from the damaged response button cable. The patient received a replacement monitor.